Manufacturer narrative:
Note on b5: this issue affected 4 cannulae from the same lot, however individual details of each event are not available, so all occurrences have been included in this report. Device evaluation summary: visual inspection of the 4 unopened devices showed no outward signs of any damage. All 4 devices were opened and the red hemostasis cap was installed onto the cannula connector and was not easily removed. Reason for return was undetermined. Conclusion: after investigation at medtronic complaint is unconfirmed for the red hemostasis cap popping off during insertion of the cannula. There was no observed damage to the device, performance testing indicated that the device functions as intended and device passed all required manufacturing specifications. There were no adverse patient effects as a result of this incidence. It is unknown what may have caused this occurrence. Review of the device history record found no abnormalities during manufacturing that would cause or contribute to the reported event. Complaints received from (B)(6) 2019 through (B)(6) 2020 for similar model numbers were reviewed and showed no trends warranting escalation related to this occurrence. This regulatory report is being submitted as part of a retrospective review and remediation per (B)(4) as part of a CAPA action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that prior to use of the 78220 eopa 3d cannulae, the physician has been experiencing the red cap popping off during insertion. They stated that it has been happening in both sizes of this 3d eopa, including the 22fr. The surgeon at this facility has pulled all cannulae from the same lot, that they have on their shelf, and refused to use them. There was no patient involvement so no adverse effect occurred. Additional information from the sales rep: four unopened cannula were returned for this event. The hcp reported that the cap was not damaged in any way or loose prior to use.